Event description:
The user facility reported that during preparation for use, the device displayed error code e315 (unsupported scope). There was no patient or user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation was unable to confirm the user¿s report. There was no error message displayed when the device was tested using olympus test units¿ model ltf-vh and ltf-s190. However, the evaluation found that the video connector latch was worn out, which likely caused a poor connection between the cable and the video processor. The device was found to have an older software version of 3.01. The investigation is still ongoing, and this report will be supplemented when new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced. It was found the video connector has wear, but the relevance is unknown. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the issue was found before the procedure started so there was no patient involvement. The procedure was completed with a different scope with no delay.